Event description:
Patient experienced a medically significant pleural effusion while enrolled in protocol tcg-001 for the use of fibrin sealant produced by the cryoseal fs system versus a collagen absorbable hemostat to control bleeding during liver resection surgery in 2005. On the same day, the pt underwent liver resection. Nine days later, the pt's spouse contacted the investigator, and spouse reported patient was experiencing shortness of breath. The investigator instructed the pt to go to the hosp for a computed tomogram (CT) of the chest to rule out a pulmonary embolus. Two days after, once the emergency room (ER), the CT of the chest revealed a possible pleural effusion that required removal of 1 pint of blood-tinged fluid, which was sent to the lab for furhter evaluation. The pt was discharged from the ER with lasix for excess fluid and z-pack for a low-grade fever. Pt was also instructed to return to the local hospital for a follow-up chest x-ray. The event remains ongoing. The pt's medical history included vena cava filter placement for pulmonary emboli and deep vein thrombosis (2003). The pt's concomitant medications included lexapro, aspirin, zantac senna, and oxycodone. The causal relationship to study device is to be verified. Same day, the pt presented to the ER with complaints of a dry cough and shortness of breath, and the pt was diagnosed with a right-sided pleural effusion. Admission complete blood count showed a wbc of 7.1 k/ul (4.3-10.3). On that date, the pt was treated with an ultrasound-guided right thoracentesis and 650 cc of serosanguinous fluid was removed. The pt tolerated the procedure well. A follow-up chest x-ray revealed no pneumothorax status post thoracentesis. Pleural fluid examination showed a cloudy specimen. Gram stain showed a moderate amount of wbc and culture showed no growth in 48 hours. Six days later, the pt had a follow-up chest x-ray that showed improvement with partial resolution of a small right basal consolidation. On that date, the pt recovered from the event. The investigator reported that there was not a reasonable possibility of causal relationship to study device.